Manufacturer narrative:
The computer was replaced in the system for resolution of a different issue. After replacement of the computer the system tested fully functional. No faults found.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A site biomed representative reported that, while in a spinal fusion procedure, there was a discrepancy with the radiographic technician values and the imaging system dose report values. The system also called out buffer read failure on the error logs. The surgeon completed the procedure with the use of the navigation and the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier not available from the site. No parts have been returned to manufacturer for analysis.